Event description:
The customer reported that the unit experienced one week of a heavy mist in their sterilizing department. The customer reported that one of the employees experienced headache. The customer did not see a doctor or require treatment for the symptom. Field engineer went to the facility and assessed the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The field engineer replaced the oil mist filter. Since the filter was replaced, the customer has experienced no ongoing problems. This issue has been addressed with a customer letter related to correction & removal.